Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shuts off as well as sticky buttons. Customer¿s blood glucose level was unknown. Customer stated that hit the buttons multiple times before the insulin pump activated. Customer also reported that the screen had a deep crack that resembles a hairline fracture and scratches on screen. Customer also stated that changing batteries less than 7 days and low battery alarm was not working properly. The insulin pump will not be returned for analysis.